Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's screen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The trilogy evo ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The product investigation lab was unable to confirm a failure of the display pca or the front panel keyboard. The investigation findings did not uncover any details that would change or modify the risk of the device. The pil confirmed that the display pca and the front panel keyboard operates as designed. The display pca and front panel keyboard has been scrapped.

Event description:
The manufacturer received information alleging a ventilator's screen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.